Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for difficulty advancing through sheath and subsequent obstruction/occlusion was confirmed based on the device evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''a lot of resistance was felt but it was managed to advance through and exit the esheath+ with the valve.'' In addition, evaluation of returned device revealed liner stretching. As per information received, the access (both right and left) were without calcifications and straight, but with some diameters smaller than 5.5 mm but the vessel was not predilated. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. As such, available information suggests that patient factors (undersize vessel) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2024-02397. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in italy regarding a 26mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach in a patient with pre-existing homograft that had a moderate-severe insufficiency, the access (both right and left) were without calcifications and straight, but with some diameters smaller than 5.5 mm but the vessel was not predilated. During the procedure, there were no difficulties inserting esheaths in the patient, but a lot of resistance was felt when introducing the commander delivery system with crimped valve through the 14f esheath+. After a while, in which they tried to push really hard, it was decided to pull out all the system as a unit and it was decided to use a new 16f esheath+ with a new delivery and a new valve. Again, a lot of resistance was felt but it was managed to advance through and exit the esheath+ with the valve. The implant went well without complications. A percutaneous transluminal angioplasty (pta) had to be performed on the femoral access in order to open the vessel that appeared quite closed at the angiography. The patient was fine post procedure. It is not possible to determined exactly which esheath caused the femoral occlusion since the vessel angio was performed just at the end and not between the change of the esheaths. The occlusion was detected when the closure device was already installed. The insertion angle was quite normal for both esheaths, quite close to the leg, the loader was fully inserted into both sheaths and the difficulty introducing the commander with crimped valve was experienced less or more after the non expandable part, in the middle of the external iliac artery for both of the esheaths.